Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Related manufacturer reference number: 1627487-2020-31677. It was reported the patient experienced lead migration of both leads. To address the issue, the physician explanted the patient¿s leads on (B)(6) 2020 and replaced them with new models, resolving the issue.